Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. The product was received for evaluation. Visual and functional testing were performed. Visual inspection found cracks around the reservoir bolts, old style components including printed circuit board (pcb) and drain fitting. Functional testing included powering on the device with temperature check and attempted calibration. The reported issue was duplicated and found temperatures did not change after turning potentiometers. The root cause of the reported issue could not be determined with the provided information. The technician replaced the pcb, damage enclosure, tank cover, line cord, stripped interlock block, and old style plate clip. The pcb and power switch were upgraded. There's a retainer under corrective action and preventive action. The device passed functional and delivery tests. No information has been provided to date. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# 617147.

Event description:
It was reported that device has a bad potentiometer. No patient injury was reported.